Manufacturer narrative:
(B)(4). Latch post, lockout, handle post.

Event description:
It was reported that during a robotic prostatectomy procedure, the first clip would not feed and twisted-jammed in device prior to use on patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.